Event description:
It was reported that the patient was planning on going to the ER (emergency room) with possibly having diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, very lethargic and not able to keep fluids down. No other information was given, three follow up attempts were tried to gather more information but did not answer.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.